Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: moved down tube sticking out into uterus/failure to occlude (close) fallopian tube(s), and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) in an adult female patient who had essure (batch no: 20226502, 628055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and nausea ("nausea triggered by side pain"). In 2010, the patient experienced acne ("hormonal changes describe: acne"), rash ("rashes or skin conditions type: rashes/get allergy shots") and libido decreased ("hormonal changes: decreased libido") and was found to have blood thyroid stimulating hormone decreased ("tsh low"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient was found to have hair metal test abnormal ("have high metal contents in hair samples") and experienced device expulsion ("migration of essure device location of device: moved down tube sticking out into uterus"), fatigue ("fatigue") and abdominal pain ("left sided abdominal pain"). The patient was treated with surgery (oophorectomy (one side removal of ovary), surgical removal of essure and ablation on (B)(6) 2012). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, acne, rash, hair metal test abnormal, bladder disorder, urinary tract disorder, device expulsion, fatigue, libido decreased, nausea and blood thyroid stimulating hormone decreased outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, acne, bladder disorder, blood thyroid stimulating hormone decreased, device expulsion, embedded device, fatigue, hair metal test abnormal, libido decreased, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: unilateral occlusion (right tube occluded). Lot number: 20226502, manufacturing date: 2009-11, expiration date: 2012-11. Lot number: 628055, manufacturing date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: moved down tube sticking out into uterus/failure to occlude (close) fallopian tube(s),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 20226502, 628055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and nausea ("nausea triggered by side pain"). In 2010, the patient experienced acne ("hormonal changes describe: acne"), rash ("rashes or skin conditions type: rashes/get allergy shots") and libido decreased ("hormonal changes: decreased libido") and was found to have blood thyroid stimulating hormone decreased ("tsh low"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient was found to have hair metal test abnormal ("have high metal contents in hair samples") and experienced device expulsion ("migration of essure device location of device: moved down tube sticking out into uterus"), fatigue ("fatigue") and abdominal pain ("left sided abdominal pain"). The patient was treated with surgery (oophorectomy (one side removal of ovary), surgical removal of essure and ablation (B)(6) 2012). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, acne, rash, hair metal test abnormal, bladder disorder, urinary tract disorder, device expulsion, fatigue, libido decreased, nausea and blood thyroid stimulating hormone decreased outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, acne, bladder disorder, blood thyroid stimulating hormone decreased, device expulsion, embedded device, fatigue, hair metal test abnormal, libido decreased, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: unilateral occlusion (right tube occluded),. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. New events: hormonal changes describe: acne, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: I have high metal contents in hair samples and get rashes. Get allergy shots, bladder or urinary problems or changes, migration of essure device location of device: moved down tube sticking out into uterus, nausea, fatigue, abdominal pain, nausea were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.